Event description:
The customer contact reported the pt received less medication than intended. The pump was programmed to deliver an unspecified concentration of navelbine and the delivery was started. No specific programming parameters were provided. After an unspecified length of time when the delivery was expected to have been completed, it was noted that an unspecified amount of medication remained in the solution container. At that time, the device was reprogrammed to deliver at a "slightly faster rate" and the delivery was completed. The device was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. During testing at the user facility, the device passed testing. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.